Event description:
It was reported that the implantable pulse generator (ipg) had flipped to the side and the patient was unable to connect to it. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.